Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after the thoracotomy, they attempted to secure the acrobat suv vacuum stabilizer system (om-9000z) feet to the affected area, but the suction was too weak to secure the feet, so they unpacked a new kit. A replacement device was used to complete the procedure. There was no major delay. There was no adverse effect on the patient's health.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% function test during production. They all passed the function test which demonstrate the suction works normally. 2. (B)(4). 3. The device was received and evaluated for a visual inspection, signs of clinical use and evidence of blood were observed on the device. There were no visual defects observed on the device. The suction function of the returned device was evaluated by connecting the device to the test system following label instructions, the test result indicated malleable stabilizer foot can lift the weight as required in manufacture working instruction (mp-bh-0049), suction works normally. Based on the returned condition of the device as well as the evaluation results, the reported failure ¿suction weak¿ was not confirmed. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.